Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26674. It was reported the patient underwent surgical intervention to remove and replace the leads because the patient felt as if the leads had migrated and were becoming superficial to the skin surface.